Manufacturer narrative:
Apoc incident: # (B)(6). The investigation was completed on 02-apr-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25224.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 24-year-old female patient with malaise and fatigue. The customer stated that treatment was based on the laboratory results. There was no additional patient information. Method: tested: results sample: positive/negative: I-stat immediately, >1000 , a , positive, I-stat immediately, >1000 , b , positive, alinity , <3 , ni , negative. Positive cut off: laboratory - 13 ng/l alinity - 14 ng/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 , 13 , (10, 17), male 404 , 28 , (19, 58), overall 895 , 21 , (14, 30).